Event description:
The dr had difficulty inserting the sheathless iab into the pt on 9/3/98 at 8:40 pm. The iab was removed and a second iab was inserted into the pt. The iab was not returned to datascope for evaluation. Event complications: none from the event - reported 9/24/98. Pt's current status: unk - reported 9/24/98.